Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd would not power on. Pictures were taken. Attempt to charge and boot the unit was performed and passed. Open the receiver case for internal visual inspection was performed and passed. The log was downloaded and reviewed finding no error related to complaint. The allegation was confirmed. The probable cause was determined to be defective lcd that had gone blank. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.